Manufacturer narrative:
Sigma received the pump on 09/09/2008 to conduct an investigation of the event reported. Engineering testing is being conducted on the device. The reported symptom has not been reproduced in the factory to date. The investigation will include visiting the user facility to determine environmental conditions and user interface.

Event description:
During kvo infusion, the pump alarmed and displayed zeros across a black screen.